Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule. H6 health effect - clinical code - e2014 tissue breakdown.

Event description:
It was initially reported on 02/25/2025 via web self-service that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with antibacterial soap and water, and an alcohol swab. The patient mentioned he uses the tandem t: slim closed loop insulin pump which was inserted in the abdomen. The second night after sensor insertion the sensor was removed due to intense pain in the puncture site area. He developed itching, a rash, redness, inflammation, and an infection at the insertion site. The area was hot and painful. Two days later the patient consulted his primary care physician (pcp) because the redness spread up the arm and his whole arm was swollen. The medical doctor prescribed a course of an unspecified oral antibiotic medication, but the infection did not subside after treatment. Two days after the md visit, the patient went to the emergency room for evaluation and was admitted into the intensive care unit (ICU) due to the infection. He stated the infection started out as cellulitis; and it transitioned into a streptococcus infection within the arm, and he became septic. The infection resulted in significant tissue damage in the arm. He was hospitalized for 1.5 weeks and received IV pain medications and four different antibiotics every six hours. He was discharged home with a prescription for an unspecified oral antibiotic medication for a course of 15 days. At the time of report, the acute phase of the infection had already subsided. Although he had a hard knot at the sensor site due to the effect of the infection on the tissues, his arm was in healing stages. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.